Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, no insulin was seen coming out of the infusion set tubing and the cartridge luer lock during fill tubing. No drops were seen with multiple cartridges and infusion sets. A new cartridge was successfully loaded to address the event and insulin delivery was resumed. The customer's blood glucose level was 73 mg/dl.